Event description:
Per pt's attorney, the device is allegedly defective. No details have been given to support this claim. The pt did undergo revision surgery on 8/6/94.

Manufacturer narrative:
All relevent mfg documentation relating to the pfc patella, 86-4172, lot 01w7 has been reviewed and no discrepancies were found. At this time, jjpi considers this file closed. Non-destructive visual examination was performed on the device. The porous coated patella was revised due to disassociation of the polyethylene dome from the porous meatal. Backing. The articulating surface of the patella showed some burnishing wear and deformation while the wear on the tibial insert was limited. Other than the wear on both the femoral component and the metal backing of the patella component due to their articulation following disassassociation of the polyethylene dome, there were no unexpected features noted on any of the other components. There were no apparent material or mfg defects were noted in any of the components. At this time, jjpi considers this file to be closed.